Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-07, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported that two weeks to a month after implant, they noticed their pump sticking out all the time, "like it is trying to come out of her skin". It hurts and sometimes, the patient would "have to pull over and move the pump around to make it calm down". The pump was on the patient's right on their belt line. The patient also mentioned that they could hardly walk after surgery.